Event description:
The caller reports that the customer passed out and fell to the floor. She found him "banged up" on the floor but conscious. She attempted to test the customer, but received an "err" and battery" symbol. The customer drank orange juice and took 1 glucose tab. He felt better in 30 minutes. No adverse event reported. New system sent to customer and return requested.